Manufacturer narrative:
(B)(4). Additional information: this lot was manufactured from may 23, 2014 - may 24, 2014. Evaluation summary: a review of all batch record documents was performed with no issues noted during the manufacturing process. The device was received for evaluation. During visual inspection fluid was observed within the over pouch due to the blue winged luer cap being loose. The blue winged luer cap was tightened and the device was filled with water and observed for leaks with no defects noted. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product evaluation, it was found that a large volume infusor leaked into the overpouch. The device was filled with a 230 ml solution of fluorouracil and 5% dextrose. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received for evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.